Event description:
It was reported that the intraocular lens was implanted using the unfolder system in 2006. The patient underwent a yag capsulotomy approx two months later. In 2007, the doctor noticed that the haptic had broken off the optic in the eye and dropped into the vitreous. The iol and broken haptic were removed and a secondary iol was implanted.

Manufacturer narrative:
Lens is currently undergoing analysis at the manufacturing facility. Lens received adhered between two pieces of adhesive tape. One haptic appears detached from the optic. Second haptic remains attached to the optic. The manufacturer's investigation into this event is ongoing.